Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy with banding of varices procedure performed on (B)(6) 2023. During the procedure, the physician attempted to deploy the bands; however, the bands just deployed into the esophagus without attaching onto the varices. The device was removed, and the procedure was completed with another speedband superview super 7. It was reported that the physician was able to ligate four sites in the esophagus. Additionally, there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.